Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was planned for use during an esophagogastroduodenoscopy (egd) procedure the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon popped when inflated to 15 mm inside of the patient. Another c.r.e. Balloon dilatation catheter was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3569.

Manufacturer narrative:
Corrected data: should be: 2006 was: 2005.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.